Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side rupture. Healthcare professional later reported exchange of biocell textured implant, device drop away sign and rupture diagnosed by via ultrasound. Th device has been explanted.

Event description:
Patient reported rupture. Healthcare professional later reported exchange of biocell textured implant, device drop away sign and rupture diagnosed by via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. (Shell thickness within specification) ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Healthcare professional later reported exchange of biocell textured implant, device drop away sign and rupture diagnosed by via ultrasound. This record is for the left side. Device has been explanted.